Event description:
Barrel cracked when the vaccine was drawn.

Manufacturer narrative:
No samples available for examination. Based on the limited information provided, we are unable to conclude if the reported incident occurred as a result of a device malfunction or user error. Investigations are currently ongoing to identify the potential sources contributing to this condition in the syringe manufacture and assembly processes. Analysis of complaint data over the past two years reveal that this type of incident occurs at a chronic low level in relation to the total volume of syringes produced.